Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. The same day as receipt of this report, the patient was treated with injection of vancomycin (1 gm, every fifth day, route not reported, ongoing) and injection of fortum (1 gm for 14 days, route not reported, ongoing) for the event. The patient was discharged from the hospital 15 days after onset of the event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.